Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having trouble with the insulin pump, and wanted to make sure it was functioning. The caller stated that the customer was disoriented, and had slurred speech. The customer was also sick to his stomach, and had the shakes. The caller was unable to test the customer's blood glucose levels as he had the wrong test strips and kept getting errors. At this point it was not known whether the customer was experiencing high or low blood glucose levels. Offered to call the paramedics for assistance, but the caller stated that he would drive the customer to the hospital. The customer's friend later called to report that the doctor inspected the insulin pump, and confirmed that it was functioning properly. The caller stated that the customer was admitted due to kidney and liver issues. The blood glucose level was never reported.